Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for evaluation; the root of the downstream side of the infusion filter was broken. This product has not been found to have any abnormalities in all past shipping tests (tensile strength: 15n, no abnormality under load of 15 seconds or more. Sampling inspection n = 8 pieces). Cause: when the damaged part was checked, no evidence of manufacturing defects such as defective molding was found. According to the information from the filter manufacturer, it is possible that this event may have been broken after the tube was adhered by locally applying a load of 3.175 kg (7 lbf * pounds) or more, which is the strength standard at the relevant point. In addition, the infusion filter is said to be undergoing 100% integrity test (appearance, leak confirmation, etc.). In our manufacturing process, 100% visual inspection is performed immediately before packaging.

Event description:
It was reported that connection of filter was damaged and medication leaked with a bd IV set/n35/20drop/f/cqx1/ll. The following information was provided by the initial reporter, translated from japanese to english: the connection of filter was damaged and antiemetic leaked.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connection of filter was damaged and medication leaked with a bd IV set/n35/20drop/f/cqx1/ll. The following information was provided by the initial reporter, translated from (B)(6) to english: the connection of filter was damaged and antiemetic leaked.